Event description:
It was reported by a physician's office that the pt's device was showing high impedance. There was no reported specific trauma or manipulation. No x-rays were taken as the office indicated the pt was referred for revision.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.